Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis indicating both torsional and bending moments may have contributed to the driver fracture. Multiple fracture planes are present. Prior loading conditions over the devices use history cannot be ruled out as potential contributing factors that manifested in this subsequent failure. Review of device history records found twenty (20) pieces of lot 3333mm were released for distribution on (B)(6) 2015 with no deviation or anomalies. Review of complaint history, back to the date of manufacture (5/21/2020) found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are required at this time.

Event description:
It was reported that a procedure was performed on an unknown date in portugal, using the reform pedicle screw system. While attempting to tighten a reform lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was retrieved and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
Patient information unknown. Date of event: unknown. Reporter occupation - other; distributor. Device evaluation: initial information indicates the product is available for evaluation, but has yet to be received by the manufacturer. Once product is received and investigation is complete, a follow-up medwatch report will be submitted.

Event description:
It was reported that a procedure was performed on an unknown date in (B)(6), using the reform pedicle screw system. While attempting to tighten a reform lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was retrieved and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.